Manufacturer narrative:
Operator of device is unknown; no further information was provided. No lot number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed 'no disposable'. The cassette was changed out and the alarm resolved. No patient injury reported.